Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the guidewire could not pass through the left ventricular lead. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. Final analysis found that a test guidewire could not be fully inserted due to the inner coil being kinked and green ptfe coating consistent with guidewire coating between the inner coil filars at the s-curve region. The cause of the reported event was isolated to the inner coil being kinked and green ptfe coating between the inner coil filars.